Manufacturer narrative:
Device history record and sterilization record were reviewed. All records were reviewed and were found to meet specifications. Ans inc. Corp. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Corp. Defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with the trial lead in 2007. It was reported that one week later, the physician explanted the lead due to generalized redness and itching all over the pt's body. The lead was discarded by the hospital and not returned to ans for evaluation. Ans sent an allergy test kit to the physician for this pt, and the results of the allergy test were negative. The pt is currently scheduled to receive her permanent scs system.